Manufacturer narrative:
The reliability analysis inspected 2 opened and or used reservoirs and performed manual prime test using a new lab infusion set along with 5xx pump. Both reservoirs passed per inspection. There were no occluded anomalies observed during test. Both reservoirs connected and or locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of issues with motor error alarm during priming. The customer's blood glucose level was 16mg/dl. Troubleshoot was conducted, and the customer was able to push insulin through tubing after reservoir change. The customer was advised the reservoir would be replaced and returned for analysis.